Event description:
Customer reported weak reactivity with the positive control cells of fetalscreen kit lot fs451. Customer reported satisfactory results when the kit was first opened. Approx. One week later, only 6 rosettes were observed with the positive control. No death or serious injury was assoicated with this incident.